Event description:
It was reported that this patient with an implantable cardioverter defibrillator (ICD) presented to the emergency room (ER). Upon device evaluation, it was noted there were high out-of-range right ventricular (rv) shock lead impedances measuring 151 ohms. This resulted in the issuance of a code 1005 by the device. The patient was noted to be hospitalized due to an unrelated issue not associated with the device function. At this time, the system remains in service. No adverse patient effects were reported.